Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an MRI of their brain (B)(6) 2020 and one or two days after they noticed pain around the ins site. The patient said the pain is causing them to wobble. The patient connected to the ins on the call to confirm stimulation was off. The patient asked if their body could be rejecting the stimulator. The patient said they had the device implanted because they had a scar on their brain stem and the scar vanished per their recent MRI. No further complications were reported.